Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 694765 implantable tachy lead implanted: 2009-(B)(6), 407652 implantable pacing lead implanted: 2011-(B)(6), d314 trg implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6), (B)(4).